Event description:
React health received a complaint from a durable medical equipment provider stating that the pressure was pulsing and the device was emitting a burning smell. No patient harm or injury was reported. The device has not been returned to the importer. A follow up report will be filed once the investigation is complete.

Manufacturer narrative:
The manufacturer has requested the distributor to return the machine for analysis and investigation. The machine has not been returned yet, and the manufacturer cannot determine whether the problem is caused by improper user use or equipment malfunction. After the machine is returned to the manufacturer, analyze and locate the cause.